Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed mixing pump. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on therapy for about 2 hours. Arctic sun device has been alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.8c targeted temperature (tt) was 36c, water temperature (wt) was 31.5c, water flow rate (wfr) was 2.5 l/m. System diagnostics were outlet monitor temperature (t1) was 31.5c, outlet control temperature (t2) was 31.5c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 9962.3 and pump hours were 8390.6.

Event description:
It was reported that patient has been on therapy for about 2 hours. Arctic sun device has been alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.8c targeted temperature (tt) was 36c, water temperature (wt) was 31.5c, water flow rate (wfr) was 2.5 l/m. System diagnostics were outlet monitor temperature (t1) was 31.5c, outlet control temperature (t2) was 31.5c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 9962.3 and pump hours were 8390.6. Per follow up information received via task on 11nov2024, spoke with biomed who confirmed the device would not cool, so the mixing pump was replaced to resolve the issue. Once replaced, alarm 77 occurred. This was resolved by replacing the tank harness.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed mixing pump. However, there was insufficient information to confirm this potential root cause. Per follow up information, biomed who confirmed the device would not cool, so the mixing pump was replaced to resolve the issue. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on therapy for about 2 hours. Arctic sun device has been alerting 113 (reduced water temperature control). Patient temperature (pt) was 37.8c targeted temperature (tt) was 36c, water temperature (wt) was 31.5c, water flow rate (wfr) was 2.5 l/m. System diagnostics were outlet monitor temperature (t1) was 31.5c, outlet control temperature (t2) was 31.5c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 9962.3 and pump hours were 8390.6.